Event description:
It was reported that during a cryo ablation procedure, the temperatures were colder than expected and the temperatures dropped faster than expected within fifty seconds. The electrical umbilical cable was replaced without resolution. Subsequently, the balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: data files were received and analyzed. The patient file received dated (B)(6) 2023 was different from the event date. The patient file showed 10 applications were performed using balloon catheter identified as 2af284 with lot number 9845. The patient file showed three applications were performed using balloon catheter identified as 2af284 with lot number 9593. The patient file did not show any system notices on the reported date of the event. The console output data (pressure, preset pressure, and flow) showed pressure was tracking preset pressure and flow readings which were as expected. However, the temp profile was unexpected (temperature reaching -71 degrees celsius (°c)) during ablation at applications one to ten. In conclusion, the reported issue of the temperature dropping faster than expected was not confirmed through analysis and the reported temperature not as expected issue was confirmed through data analysis. The balloon catheter was not returned for product analysis/testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.